Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during fill two on the home choice (hc). The home patient (hp) stated they disconnected before the alarm and was unsure if they had opened a clamp afterwards. The technical service representative (tsr) determined through troubleshooting that the hp had disconnected from the patient line and reconnected. The hp would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient disconnecting and reconnecting is a known cause of the alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.